Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that foreign material was exiting from the channel due to insufficient cleaning of the device; the foreign material could not be removed from the channel. Additional evaluation findings are as follows: foreign object noted in channel mount; residual liquid noted on distal end; adhesive a-rubber noted rough. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model tjf-q190v, evis exera iii duodenovideoscope to olympus for repair due to a report that the cleaning brush got stuck and only by turning the brush could it pass through the canal. Additionally, it was reported that black particles were detected during rinsing. Upon inspection and testing of the returned device, foreign material was found exiting from the channel due to insufficient cleaning. This report is submitted due to the finding of foreign material exiting from the channel, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation noted that the observed foreign materials were of two kinds. The first was an unidentified black particle which was existing from the channel during rising. The second was a particle in the mount which was thought to be a fragment of an accessory which remained after reprocessing. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed foreign materials. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was not reprocessed according to the device¿s instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: ¿1.4 precautions: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.